Manufacturer narrative:
Full name of the facility is the second affiliated hospital (B)(6). The device is returned and an evaluation completed for it. The user¿s complaint was not confirmed. Upon inspection and testing, the intermittent image issue of the device was not reproduced. However, it was confirmed that the contact pins in at the inner left side of the socket were deformed. In addition the socket was corroded with fluid invasion. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer for this event, during a diagnostic otolaryngology examination, the device screen was flashing and there was intermittent image when several scopes were being connected to the device. The procedure was completed with the same device with no more than 15 minutes delay. There is no harm or adverse impact to the patient. When the device was inspected by the customer, two pins on the left side deep inside pocket were found to be deformed. There was no indication that this issue contributed to the failure of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, on-site inspection confirmed the reported issue but not at the repair site. It was presumed to be caused by the connection of the scope connector to the controller while it remained wet. It was observed that there was a trace of fluid entering the inside the video connector. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿6.3 connection of an endoscope: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.¿; ¿important information ¿ please read before use: do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. 6.3 connection of an endoscope: confirm that the electrical contacts inside the video connector socket of this instrument are not damaged; confirm that the video connectors of the videoscope / camera head are not damaged.¿ olympus will continue to monitor field performance for this device.